Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A device history review for lot # u80230623 was performed and there no non-conformances identified. Supplier engineering reviewed the certifications for the raw material used in the septum component of the affected lot and all measurements met specification. Clinical development engineering (cde) performed testing and replicated the septum tear by inserting an 8 mm optical bladeless obturator and 30 degree endoscope at a larger angle. The probable root cause of the septum tear is attributed to inserting an accessory through the cannula seal at a high angle, which causes the septum to become pinched between the accessory and cannula bowl and subsequently causing tearing.

Manufacturer narrative:
The investigation is in progress. No product is expected to be returned as this was a social media post and the person and the facility that reported the incident are unknown. Two incidents were reported from the social media post, a separate medwatch report (MFR report number 2955842-2023-21545) is submitted for the other incident.

Event description:
It was reported from an anonymous social media post that the inner silicone portion of the universal seal broke off during the procedure. It was described that when certain unknown instruments were inserted, a piece ripped off and ended up inside the patient. It is unknown if the fragments that fell inside the patient were retrieved.